Manufacturer narrative:
The scale was reset to zero by the account to resolve the issue with bed exit not setting, user error.

Event description:
The account alleged the bed exit will not arm. No injury reported.